Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had a broken injector. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: a device history record review for the reported lot number (1709001) did not reveal any quality issues during production that could have contributed to this incident. 1 picture was provided showing the injector broken at the needle housing. 2 retained samples were taken for investigation: visual inspection shows no defects. Customer experience was duplicated, connected the injector to a p50 protector+ vial. In this case, 20 ml of air were injected. No breakage found. Expansion chamber of the protector worked properly. It was possible to draw liquid to the syringe. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. No defects were found in the retained samples. No non-conformances which may be related to the claimed defect were found. The defect seems to be caused by a bad use of the device.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had a broken injector. No serious injury or medical intervention was reported.